Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental form will be submitted.

Event description:
It was reported that the paramedics were called due to the customer experiencing low blood glucose levels (20mg/dl). Reportedly, low blood glucose levels were not due to the pump and customer is working with her health care professional on the reported issue. Customer was treated with glucose injections and stated blood glucose levels have stabilized.